Event description:
It was reported by service report that the scale and bed exit were inoperable. There was patient involvement; however no adverse consequences were reported.

Manufacturer narrative:
Results: load cell.